Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml at 1021.2 mcg/day (lot number and therapy dates unknown) via an implantable pump for an unknown indication. In (B)(6) 2016, the patient experienced an infection and was hospitalized. The pump logs indicated that the elective replacement indicator (eri) was 4 months and the hcp was thinking they needed to replace the pump now. Additional information has been requested regarding the missing drug information, the patient's medical history and concomitant medications, the pump diagnosis for use, the cause of the event, diagnostics, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated pump replacement was ¿started 3 months out to try to get the patient¿s pump replaced, but the patient kept no-showing for his appointments.¿ the patient was supposed to have his pump replacement due to elective replacement indicator, but developed an infection. When the neurosurgeon was able to see the patient, the patient had an infection. The neurosurgeon postponed the replacement until the infection was treated. The patient was to follow up with the surgeon, but did not follow up because he lost his (B)(6). The patient presented to the emergency room due to reaching end of service (eos). The neurosurgeon decided to change out the pump instead of removing it. The pump was replaced due to elective replacement indicator (eri). The pump was filled with 20 mls baclofen at the implant. It was noted the patient had chronic decubitus ulcers (last treated for them in (B)(6) 2016).